Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# 147600, mfd. 10/23/12, expires 2017-10, (B)(4), 2nd (second): ifuse implant, p/n 7040-90, lot# 8175003938012, mfd. 10/16/12, expires 2015-10, (B)(4), 3rd (inferior): ifuse implant, p/n 7035-90, lot# 8078003698002, mfd. Unknown, expires 2015-08, (B)(4). Additional (anterior placement) ifuse implant, p/n 7040-90, lot# i0887, mfd. 01/29/14, expires 2019-01, (B)(4).

Event description:
In (B)(6) 2013, three implants were placed on the left side with additional implants added later to the left side. The patient had continued pain in the left si joint. The surgeon initially thought there was lucency around the implants based on CT scans and decided to remove them. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the two most caudal implants using chisels. The implants were solidly fixed in bone and required considerable effort to remove them. He then placed two new implants in the explant holes in a slightly different orientation to get solid purchase into the bone. No other implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.